Event description:
A male patient with a pre-existing condition of kidney stones disease underwent a percutaneous nephrolithotomy where dilator was very soft at the extremity and twisted so it broke during the dilation. The user facility was able to avoid any negative effect for the patient even though the dilators broke. The operation was longer because of these events. Per additional information: the dilators are rigid enough to expand the tissues during the dilation. The product which has been used in (B)(6) on (B)(6) 2014 had a very soft 30 french dilator (much softer than usual and also banded from the beginning, before using it). So the device broke during the dilation.

Manufacturer narrative:
(B)(4). Event is still under investigation.